Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with a rotawire. No damage was noted on the rotawire. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. There was dried saline and blood present on the outside of the coil. The burr was detached from the coil and received on the rotawire. The burr was able to be removed from the rotawire with no issues or resistance. The coil was also noted to be broken and the sheath was torn at the strain relief. The annulus was damaged, not rounded and flared. The damage to the annulus is consistent to interaction with the rotawire during rotation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the burr became detached. The target lesion was located in a non tortuous and non calcified left anterior descending artery. A 1.25 mm rotalink¿ plus was selected for use. During the procedure, after the wire was successfully advanced, initial rotablation was attempted; however, it was noted that the burr broke off. The detached burr was able to be retrieved and the target lesion was rewired. The procedure was completed with another of the same burr and a stent was placed. No further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were no issues with the rotawire. The physician took the rotawire and the burr out as one unit and rewired it with a new rotawire.